Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6) . Batch: 21150602/21326062.

Event description:
It was reported that the patient was having burning pain on her chest, back, shoulders and arms that worsens when stimulation was turned on post MRI scan. The patient was sent to an emergency room and was administered with an unknown type of medicine. Burning sensation was still present on shoulders, neck and chest even when the stimulation was turned off. With all the information that was collected engineers believed that there was no evidence that the spinal cord stimulator was the cause of patients reaction to MRI scan. Additional information was received that the patient was having overstimulation that may come and go. The patient was feeling better after reprogramming. Additional information was received that the patient was still experiencing electrical shock sensations on the arms, legs and feet. The patient was experiencing inadequate stimulation on the back and leg. Also the patient was having an excruciating pain a few days after turning on the stimulator. Additional information was received that the patient underwent an explant procedure wherein all device components were explanted.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2408-56 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2408-56 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having burning pain on her chest, back, shoulders and arms that worsens when stimulation was turned on post MRI scan. The patient was sent to an emergency room and was administered with an unknown type of medicine. Burning sensation was still present on shoulders, neck and chest even when the stimulation was turned off. With all the information that was collected engineers believed that there was no evidence that the spinal cord stimulator was the cause of patients reaction to MRI scan. Additional information was received that the patient was having overstimulation that may come and go. The patient was feeling better after reprogramming. Additional information was received that the patient was still experiencing electrical shock sensations on the arms, legs and feet. The patient was experiencing inadequate stimulation on the back and leg. Also the patient was having an excruciating pain a few days after turning on the stimulator. Additional information was received that the patient underwent an explant procedure wherein all device components were explanted.

Event description:
It was reported that the patient was having burning pain on her chest, back, shoulders and arms that worsens when stimulation was turned on post MRI scan. The patient was sent to an emergency room and was administered with an unknown type of medicine. Burning sensation was still present on shoulders, neck and chest even when the stimulation was turned off. With all the information that was collected engineers believed that there was no evidence that the spinal cord stimulator was the cause of patients reaction to MRI scan. Additional information was received that the patient was having overstimulation that may come and go. The patient was feeling better after reprogramming.

Manufacturer narrative:
Exact date unknown, event occurred a couple of weeks from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having burning pain on her chest, back, shoulders and arms that worsens when stimulation was turned on post MRI scan. The patient was sent to emergency room (ER) and was administered with an unknown type of medicine. Burning sensation was still present on shoulders, neck and chest even when the stimulation was turned off. With all the infomation that were collected engineers believed that there was no evidence that the spinal cord stimulator was the cause of the patients reaction to MRI scan.